Manufacturer narrative:
(B)(4). This complaint for connection issue was confirmed in the lab. Received two sets in opened over pouch in reference to connection issue. Upon visual inspection of the sets one of the sets had the drain port pull ring cap missing. The second set had no visual defects noted. The complaint was confirmed in the lab for connection issue due to missing pull ring cap on drain port. Root cause is determined to be supply bag fell and disconnected. The batch review records document the acceptable inspections and testing for the finished product with no product nonconformance's associated with this type of occurrence. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report from a patient regarding a 'loose covering' on a patient line. No injury or medical intervention was reported.